Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed bleeding, burning blisters from the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic cream and advised patient to change patch less frequently. Outcome of the skin irritation is unknown.